Event description:
Per independent repair center statement, the unit will not start. The key failure is the power switch will not start. Additional malfunctions are zip ties leak and the pm kit is dirty.